Manufacturer narrative:
On 3/5/19, it was reported to mentor that the patient has both implants are extremely baggy and left side breast has more rippling. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) of lot number 5575131 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: saline mentor siltex round moderate profile 275cc, catalog number 3542640, serial number (B)(4), lot number 5601554. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with saline mentor siltex round moderate profile 275cc and experienced bilateral ptosis,wrinkling and deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the right breast implant.